Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 414 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer did not want to return the reservoir or infusion set for analysis. The customer was assisted with a self-test and the device passed. The customer did not return the device back for analysis.